Event description:
The customer reported that there was a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.